Event description:
B/braun infusomat space pump on breast (B)(4) fell and hit visitor causing headache, abrasion; bleeding. Taken to ed and treated. The bracket holder clamps on one side were broken. A visitor was struck by an infusomat space pump falling from a bracket. The visitor was not seriously injured but was examined and treated in our ed. When the hospital opened, we purchased 59 brackets and to date we have returned approx 20 to the MFR. We currently have located 11 more that are broken indicating a failure rate of 50%. We asked the MFR to send 59 brackets of the new design to us because of the risk to patients, visitors and staff created by falling pumps. The company has not gotten back to us with a definitive answer.